Manufacturer narrative:
Pr 8993984 follow-up emdr for device evaluation: two photos provided to our quality team for investigation. Through visual inspection, we can confirm that the assembly came apart, exposing the needle, which damaged the packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001493219 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training will be provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Needle unsheathed in packaging. We have had a safety concern regarding a carefusion illinios sternal/iliac needle 18g x 3" ref tin3018 batch 0001493219 exp 30/09/27 the aspiration needle had become unsheathed from the safety tip and was poking out the side of the packet. This occurred inside the cardboard box packaging. It could have caused a needle stick injury. I have photos, if you require them. Marie dixon per followup: no patient involvement, it was found by haematology consultant and registrar. No needlestick injury occurred as they noticed it as they were pulling it out of the box, so not reported, other than to let me know to notify you. The physical needle was discarded immediately into a sharps bin to prevent anybody from harm.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0205. Patient problem code: f27.

Event description:
Needle unsheathed in packaging. We have had a safety concern regarding a carefusion illinios sternal/iliac needle 18g x 3" ref (B)(4) batch 0001493219 exp 30/09/27 the aspiration needle had become unsheathed from the safety tip and was poking out the side of the packet. This occurred inside the cardboard box packaging. It could have caused a needle stick injury. I have photos, if you require them. Marie dixon per followup: no patient involvement, it was found by haematology consultant and registrar. No needlestick injury occurred as they noticed it as they were pulling it out of the box, so not reported, other than to let me know to notify you. The physical needle was discarded immediately into a sharps bin to prevent anybody from harm.